Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient observed multiple driveline (dl) fault alarms beginning on (B)(6) 2018. The driveline was covered with rescue tape. The system controller was exchanged; however, the alarms persisted. The manufacturer's technical services performed an external percutaneous lead (driveline) replacement on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Date received by manufacturer. The evaluation of (B)(4) confirmed wire damage that could have contributed to the driveline fault alarms captured in the submitted log files. (B)(4) was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and a severed, isolated portion of approximately 11.5 inches was also returned (figure 1). The distal end of the driveline was not returned. The inflow and outflow conduits were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the wires revealed that the brown wire did not pass. Visual inspection of the internal wires under a microscope showed that there was insulation breakdown on the brown wire and the wire was degraded in the same area. The observed damage was approximately .25 inches from the pump housing. It was also noted that there was insulation breakdown to the black, red, orange, and yellow wires at approximately .25 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing and abrasion against the metal braided shield. The observed wire damage could have contributed to the driveline fault alarms captured in the log file.review of the device history records (B)(4) showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file for this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Driveline fault alarms continued after the percutaneous lead replacement. The patient underwent a pump exchange on (B)(6) 2018 due to the percutaneous lead fracture.